Event description:
It was reported that there was a loss of capture and intermittent capture presumed to be due to the device battery nearing end of life. Also, it was noted that the device output was programmed above the measured capture threshold. It was also reported that the device had an elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.